Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder would not activate. The pre-test was not done, even though the account has been in-serviced to do so. A new hemopro kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (4) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)